Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cva and vascular complications remains unknown.

Event description:
Related manufacturing ref: 2182269-2019-00189, 3005334138-2019-00595, 2182269-2019-00190. Following a persistent atrial fibrillation procedure, the patient experienced a thrombotic cerebrovascular accident (cva) and vasculature complications in his leg. Ice was performed before any invasive maneuvers and no thrombus was noted. The act was within the therapeutic range throughout the procedure and was reversed with protamine for sheath removal. Treatment was needed for the cva and vascular damage. The current patient status is unavailable. There were no performance issues with any abbott device.